Manufacturer narrative:
The lot was manufactured from march 25, 2019 - march 26, 2019. The actual sample was received with the tubing cut, the bladder drained of fluid, and a slightly untightened blue winged luer cap. The tubing line was subsequently reconnected and a functional testing was performed by filling the bladder. After filling, the blue winged luer cap was securely tightened by manually twisting the cap until the cap could not be twisted further. Thereafter, the device was monitored until the next day with no issues noted. The reported problem of leak was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the luer connector. This occurred prior to patient use. There was no patient involvement. No additional information is available.